Event description:
It was reported that while using the cannula the tip snapped off from the instrument. The tip was recovered and disposed off. A different cannula was used to finish the procedure.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event that the tip of the cannula was broken off could be confirmed. The visual investigation revealed that the tip of the cannula was broken off. The broken off fragment was not returned. According to the event description, the fragment was recovered and disposed of. Furthermore, within the investigation it was determined that the breakage surface shows the structure of an intercrystalline forced rupture with secondary cracks resulting from a singular bending overload condition. Based on investigation the root cause of the broken off tip of the cannula was attributed to an inappropriate user handling issue. The breakage was caused by a singular bending overload condition. Most likely the cannula was used as a lever. Indication for any material, manufacturing or design related issue was not determined within the investigation.

Event description:
It was reported that while using the cannula, the tip snapped off from the instrument. The tip was recovered and disposed off. A different cannula was used to finish the procedure.